Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the patient data files showed at least three applications were performed with catheter 2af283/(B)(4) on the date of the event with no issue. Visual inspection of mapping catheter catheter 990063-020/ (B)(4) showed the shaft was kinked at the lemo connector connection most likely occurred post procedure. In conclusion, the returned mapping catheter failed the product returned inspection due to shaft kink at the lemo connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, the mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.